Manufacturer narrative:
Product event summary: manufacturer's analysis found that the main printed circuit board (pcb) of the external pulse generator (epg) tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for a firmware update related to a field corrective action (fca) subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on the automated test console. Passed all tests. Powered on with no issues. No logs available for review. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.